Manufacturer narrative:
The unit was returned for evaluation and the complaint was verified. The root cause was determined to be associated with an electrical component failure within the control board which could have caused non-functionality of the leds and no recognition of connected wands. Factors unrelated to the design or manufacture of the device that could have contributed to the complaint event include: there may have been a power surge or interruption that could have caused internal component failure of the control board; there may have been an issue with the turbinate wand that could have caused internal component failure of the control board. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller, the unit stopped working mid procedure when they attempted to connect a second wand. The procedure was completed successfully however, this deficiency caused a 45 minute surgical delay. There have been no patient complications reported as a result of this event.